Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. The physician opted to place a temporary pacing due to patient was ventricular dependent. There were no additional adverse patient effects reported. This pacemaker was explanted.